Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient stated that their internal battery was completely out of charge and it won't charge at all. Patient said that the battery blinks red and says to contact the clinician. Patient said that they called their manufacturer representative (rep) last night. When asked if there was any error message, patient said that they think they saw a system error 1021 and 831 (patient is unsure). Patient said that the night before yesterday they charge their implant to 100% and they yesterday evening they stopped feeling the tingling and starting to hurt bad. Agent had the patient start recharging session and managed to get to excellent connection with red battery level. Patient had the therapy off while charging. Patient said that they tried charging for an hour last night but the battery won't increment. Agent offered to call back to confirm if the charge will increment. Agent called back and patient confirmed the implant was able to get fully charged in less than an hour.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.